Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. However, this complaint is being reported because the alleged power issue remained unresolved.